Event description:
After completing a cardio-pulmonary bypass procedure, the perfusionist observed blood leaking from the tubing connection between the heat exchanger and oxygenator. The user facility reported that there were no complications and the pt is fine.